Manufacturer narrative:
This event occurred in (b)6). (B)(4). Component code - device subassembly = syringe dispenser assembly.

Event description:
The customer stated that they had previous issues with high patient results for the elecsys estradiol assay (oest) on the cobas e 411 immunoassay analyzer (e411). The customer believed this previous issue to be related to reagent handling. On (B)(6) 2017, the customer stated that the issue occurred again for an unspecified number of patient samples, suggesting that the issue may be related to the analyzer. The customer provided data for four patient samples that had erroneous results for the elecsys vitamin d assay (vitd). These four patient samples are labeled as sample numbers 1 through 4. The field service engineer was at the site on 04/26/2017 and returned on 04/27/2017 due to an erratic and loud noise coming from a motor assembly. He replaced the syringe dispenser assembly and adjusted reagent probe positions. He ran quality controls and these were ok. No further issues occurred with the analyzer until (B)(6) 2017. The customer provided data for an additional 36 patient samples that had questionable results for multiple assays. Of this data, 30 samples had erroneous results for the elecsys vitamin b12 immunoassay (b12), elecsys ferritin (ferritin), the elecsys folate iii assay (folate), the elecsys hcg test system (phcg), the elecsys testosterone ii assay (testo), oest, and elecsys cortisol (cort). These samples are labeled as sample numbers 5 through 34. Roche manufactures multiple assays for phcg and cort. The specific phcg and cort assays used were asked for, but not provided. The customer stated that some erroneous results were reported outside of the laboratory to clinicians and reports were amended. For all provided patient data, it was not clear which specific erroneous values were reported outside of the laboratory. The units of measure were not provided for the b12, ferritin, folate, phcg, testo, oest, and cort assays. Clarifications have been requested. No adverse events were alleged to have occurred with the patients. The lot numbers and expiration dates of the reagents that were used were asked for, but not provided. The field service engineer determined that the sipper nozzle was out of alignment at the wash position. He adjusted the nozzle. He ran performance testing and this was not within specification. He changed the measuring cell. The customer ran successful calibrations on all assays and quality controls were good.

Manufacturer narrative:
Along with the previously reported service actions, the field service engineer also tightened tubing connections on the analyzer. He checked liquid level detection voltages and these were within specifications. He replaced the sample probe. He ran a high voltage adjustment and this appeared stable. He ran a blank cell calibration and this passed successfully. He ran performance testing and this did not pass. He replaced a sipper probe and sipper path tubings. He primed the system and ran a high voltage adjustment again. The adjustment seemed very stable. He ran performance testing again and this passed. He ran a blank cell calibration again. He contacted the customer on (B)(6) 2017; all customer calibrations and quality controls were ok. The customer has confirmed that the system has been working without any issue.